Event description:
The patient had surgery in (B)(6) 2013, for an orif of the left clavicle. An x-ray on (B)(6) 2013 revealed that the 3 lateral cortical screws had pulled out. Therefore, on (B)(6) 2013, the patient underwent revision surgery due to the failed hardware. The surgeon removed all of the hardware which included a plate and 8 screws (3 lateral, 3 medial and 2 lag screws) and replaced them with a longer synthes plate with a lateral extension and 11 screws. Surgery reportedly went fine. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Implant date reported as (B)(6) 2013. Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided. Placeholder.